Event description:
It was reported that this right atrial (ra) lead exhibited oversensing of minute ventilation (mv) signals that resulted in a signal artifact monitor (sam) episode. The patient is to be evaluated in-clinic. The lead remains in use. No adverse patient effects were reported.